Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual patient data was obtained from the case report forms for patients noted to have had an adverse event. All patients receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998 the patient underwent a primary left l4-l5 spinal root decompression. Two weeks later, the patient presented with "worsening leg pain". The investigator noted the event as moderate in intensity. The physician prescribed a medrol dosepak and darvocet for pain and discontinued vicodin. The physician also prescribed anti-inflammatories, steroids and pool therapy for the condition. It is unknown if the event resolved as the pt was reported lost to follow-up, with no further data available in 1999. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted the illness being treated as a possible cause for the event.